Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808060 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a fluid leak. This information was received from various sources. Both malfunctions did involve patients with no reported patient injury. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
H10: for the two reported malfunctions, one lot number was provided and one lot was unknown. One device is returned to bd for evaluation. Of the two malfunctions, one was confirmed for fluid leak. One was inconclusive as the device was not returned. With the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two reported complaints, the lot numbers for the device were provided, a manufacturing review will be performed. One device is returned for investigation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808060. Port & catheter, implanted, subcutaneous, intravascular allegedly experienced a fluid leak. These reports were received from various sources. Both events did involve patients with no reported patient injury. Age, weight, and gender were not provided for the patient.